Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has previously caused or contributed to pt injury. Device issue: guide wire separation. It was reported that after another company's catheter was advanced over the guide wire during the procedure, the guide wire was seared off and broke into two pieces. The guide wire was withdrawn without further incident. No additional event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4). Results and conclusion summation - reports on returned devices with similar failures typically shows that guide wire damage of this nature may happen when the tip, core, or shaping ribbon is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. Typically, the fracture site morphology shows the tip, core, or shaping ribbon was exposed to forces consistent with those applied through pulling, torquing and manipulation. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the guide wire as described.